Manufacturer narrative:
The hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in us. A maquet field service technician (fst) evaluated the device and found no problem with it. He checked the bumper cap as well, which was fitted properly. Maquet determined that the device failed to meet its specification due to repeated collisions with another device. Additionally the device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. The hospital technician fixed again the bumper cap and returned the device to service. The hled series user manual indicates that the user should verify the proper attachment of this bumper on a daily basis.

Event description:
The customer reported that, during surgery, the bumper cover from the main arm fell down. There were no injuries reported. (B)(4).